Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator passed 68 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test. A review of the event trace log revealed a "blower demand exceeded alarm" condition preceded by am alarm condition that indicated the presence of a significant patient circuit leak. An excessive circuit leak condition would be expected to deplete both an oxygen source, as well as the ventilator battery power source more rapidly than normal. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that while the ventilator is in nippv mode, the ventilator drained the portable tanks in under 5 minutes and would continuously alarm "low min. Vol" throughout a patient transfer. The customer tried to adjust the minute volume and the issue continued to persist. The customer also reported that the ventilator drained a full battery while on a call and at the end of the call the ventilator "kept pausing" and would stop assisting the patient's respirations. There was no report of any patient harm associated with this complaint.